Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patients were not crossing from server to one station. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing from server to one station. A technical support specialist (tss) accessed the carefusion coordination engine (cce) to review patient examples and found that the missing patients were in a pre-admitted status. Upon checking the enterprise server (es) device settings, it was discovered that the affected device was not configured to display pre-admitted. The tss informed the customer on how to set the pyxis device to show pre-admitted patients, and the customer made the changes. The tss confirmed that the issue was resolved and no adt messages for the missing patients were received by the cce. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patients were not crossing from server to one station. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.